Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the valve was connected to the ventricular catheter during the procedure, the flow of cerebrospinal fluid could not be seen, despite manual pumping. The physician determined that the valve did not work and replaced it with another manufacturer¿s valve. The patient¿s status was noted as ¿okay/fine.¿